Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2317) on 05-nov-2015. The most recent information was received on 15-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), premenstrual syndrome ("prolonged pms"), inflammation ("chronic inflammation"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dyspareunia, premenstrual syndrome, inflammation, headache, nausea and fatigue outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, nausea, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-feb-2018: follow up summons received- events nausea, headaches, heavy bleeding, pelvic pain female are added. Intervention is added. Product information is updated. Patient and reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and thoracic vertebral fracture ("fractured t-12") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thoracic vertebral fracture (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), premenstrual syndrome ("prolonged pms"), inflammation ("cronic inflammation"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("break out in a rash"), eczema ("eczema"), migraine ("migraines,"), intervertebral disc degeneration ("neurological conditions or problems type:ddd"), osteopenia ("osteopenia"), scar ("scar tissue formation after hysterectomy"), menstruation irregular ("after placement they progressively become irregular"), abdominal pain ("abdominal pain"), arthralgia ("left hip pain"), back pain ("lower back pain"), abdominal pain upper ("twiching/fluttering in abdomen") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove the essure implant). Essure was removed on 11-jan-2015. At the time of the report, the pelvic pain, genital haemorrhage, thoracic vertebral fracture, abdominal distension, premenstrual syndrome, nausea, fatigue, vaginal haemorrhage, menorrhagia, rash, eczema, migraine, intervertebral disc degeneration, osteopenia, scar, menstruation irregular and abdominal pain outcome was unknown and the dyspareunia, inflammation, headache, arthralgia, back pain, abdominal pain upper and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, dyspareunia, eczema, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, intervertebral disc degeneration, menorrhagia, menstruation irregular, migraine, nausea, osteopenia, pelvic pain, premenstrual syndrome, rash, scar, thoracic vertebral fracture and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-mar-2010: total bilateral occlusion.; on 31-oct-2015: total bilateral occlusion. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporter information, lab data and events: abnormal bleeding (vaginal), menorrhagia, break out in a rash, eczema, migraines, neurological conditions or problems type:ddd, fractured t-12, osteopenia, scar tissue formation after hysterectomy, after placement they progressively become irregular, abdominal pain, left hip pain, lower back pain, twiching/fluttering in abdomen were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2317) on 05-nov-2015. The most recent information was received on 04-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and thoracic vertebral fracture ("fractured t-12") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included calcium carbonate;vitamin d nos (calcium + vit d) since 2017 for osteopenia as well as curcuma longa (turmeric) and levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thoracic vertebral fracture (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), premenstrual syndrome ("prolonged pms"), inflammation ("cronic inflammation"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("break out in a rash"), eczema ("eczema"), migraine ("migraines,"), intervertebral disc degeneration ("neurological conditions or problems type:ddd"), osteopenia ("osteopenia"), menstruation irregular ("after placement they progressively become irregular"), abdominal pain ("abdominal pain"), arthralgia ("left hip pain/ joint pain"), back pain ("lower back pain"), abdominal pain upper ("twiching/fluttering in abdomen"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping/ twitching flutering lower lefy abdomen"), ovulation pain ("ovulation pre and post period very painful"), pain ("stinging stabbing of vaginal entrace"), loss of libido ("loss of libido"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot and cold flashes"), pollakiuria ("frequent urination"), hypoaesthesia ("leg numbness"), memory impairment ("forgetfulness"), anxiety ("anxiety"), mood swings ("mood swing"), depressed mood ("sadness"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), tooth delamination ("enamel loss"), sensitivity of teeth ("tooth sensitivity"), degenerative bone disease ("degenerative changes in bones") and weight fluctuation ("weight issue"), underwent hysterectomy ("scar tissue formation after hysterectomy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, thoracic vertebral fracture, abdominal distension, premenstrual syndrome, nausea, fatigue, vaginal haemorrhage, menorrhagia, rash, eczema, migraine, intervertebral disc degeneration, osteopenia, hysterectomy, menstruation irregular, abdominal pain, abdominal pain lower, ovulation pain, pain, loss of libido, uterine leiomyoma, vitamin d deficiency, hot flush, pollakiuria, hypoaesthesia, anxiety, mood swings, depressed mood, gluten sensitivity, urticaria, tooth delamination, sensitivity of teeth, degenerative bone disease and weight fluctuation outcome was unknown and the dyspareunia, inflammation, headache, arthralgia, back pain, abdominal pain upper and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, back pain, degenerative bone disease, depressed mood, dyspareunia, eczema, fatigue, feeling abnormal, genital haemorrhage, gluten sensitivity, headache, hot flush, hypoaesthesia, hysterectomy, inflammation, intervertebral disc degeneration, loss of libido, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteopenia, ovulation pain, pain, pelvic pain, pollakiuria, premenstrual syndrome, rash, sensitivity of teeth, thoracic vertebral fracture, tooth delamination, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency and weight fluctuation to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion.; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet and medical records. Events per pfs: cramping/ twitching flutering lower left abdomen, ovulation pre and post period very painful, stinging stabbing of vaginal entrance, loss of libido, fibroids, vitamin d deficiency, hot and cold flashes, frequent urination, leg numbness, forgetfulness, anxiety, mood swing, sadness, gluten sensitivity, hives, enamel loss, tooth sensitivity, degenerative changes in bones and weight issue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and thoracic vertebral fracture ('fractured t-12') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included calcium carbonate;vitamin d nos (calcium + vit d) since 2017 for osteopenia as well as curcuma longa (turmeric) and levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thoracic vertebral fracture (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), premenstrual syndrome ("prolonged pms"), inflammation ("cronic inflammation"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("break out in a rash"), eczema ("eczema"), migraine ("migraines,"), intervertebral disc degeneration ("neurological conditions or problems type:ddd"), osteopenia ("osteopenia"), menstruation irregular ("after placement they progressively become irregular"), abdominal pain ("abdominal pain"), arthralgia ("left hip pain/ joint pain"), back pain ("lower back pain"), abdominal pain upper ("twitching/fluttering in abdomen"), feeling abnormal ("brain fog/ cloudiness"), abdominal pain lower ("cramping / twitching flustering lower lefty abdomen"), ovulation pain ("ovulation pre and post period very painful"), vulvovaginal pain ("stinging stabbing of vaginal entrance"), loss of libido ("loss of libido"), vitamin d deficiency ("vitamin d deficiency"), feeling of body temperature change ("hot and cold flashes"), pollakiuria ("frequent urination"), hypoaesthesia ("leg numbness"), memory impairment ("forgetfulness"), anxiety ("anxiety"), mood swings ("mood swing"), depressed mood ("sadness"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), tooth delamination ("enamel loss"), hyperaesthesia teeth ("tooth sensitivity"), degenerative bone disease ("degenerative changes in bones"), weight fluctuation ("weight issue"), flatulence ("gas"), urine flow decreased ("slow stream") and procedural pain ("I am starting to feel pain was up while walking up around"), underwent hysterectomy ("scar tissue formation after hysterectomy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, thoracic vertebral fracture, abdominal distension, premenstrual syndrome, fatigue, vaginal haemorrhage, menorrhagia, eczema, migraine, intervertebral disc degeneration, osteopenia, hysterectomy, menstruation irregular, abdominal pain, abdominal pain lower, ovulation pain, vulvovaginal pain, loss of libido, uterine leiomyoma, vitamin d deficiency, feeling of body temperature change, pollakiuria, hypoaesthesia, memory impairment, anxiety, mood swings, depressed mood, gluten sensitivity, urticaria, tooth delamination, degenerative bone disease, weight fluctuation, flatulence, urine flow decreased and procedural pain outcome was unknown and the dyspareunia, inflammation, headache, nausea, rash, arthralgia, back pain, abdominal pain upper, feeling abnormal and hyperaesthesia teeth had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, back pain, degenerative bone disease, depressed mood, dyspareunia, eczema, fatigue, feeling abnormal, feeling of body temperature change, flatulence, genital haemorrhage, gluten sensitivity, headache, hyperaesthesia teeth, hypoaesthesia, hysterectomy, inflammation, intervertebral disc degeneration, loss of libido, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteopenia, ovulation pain, pelvic pain, pollakiuria, premenstrual syndrome, procedural pain, rash, thoracic vertebral fracture, tooth delamination, urine flow decreased, urticaria, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.; on (B)(6) 2015: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones reported via social media :slow stream, gas. Post procedural pain quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case was received event slow stream, gas, post procedural pain and outcome change from unknown to recovered / resolved for events rash, tooth sensitivity, nausea. New reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.